Event description:
It was reported that during a laparoscopic gastric bypass procedure, while creating the jejunojenostomy, the physician said there was an incomplete staple line on the second firing. He had to oversew the line laparoscopically and had to convert to an open case later and noticed the posterior side of the line was also malformed. There was no additional pt consequence reported.